Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. A 3.00x15mm trek balloon dilatation catheter (bdc) was advanced for pre-dilatation and inflated one time to approximately 8 atmospheres (atm), pressure was held for 5 seconds when the balloon ruptured. The deploying physician determined that the balloon ruptured due to interaction with the calcified lesion. The bdc was removed and a 3.0x13 non-abbott device was used to complete dilatation of the lesion, followed by implanting a 3.5x18mm xience skypoint drug eluting stent (des) to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.